Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection related allegations. Infection is a known medical risk when the skin barrier is breached.

Event description:
It was reported this insertable cardiac monitor (icm) was explanted due to an infection and sepsis. No new device was implanted. No additional adverse patient effects were reported.